Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient experienced pain, urinary problems, bowel problems and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 due to scarring of mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06050. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with bilateral salpingo-oophorectomy.

Manufacturer narrative:
Date sent to FDA: 01/03/2017. (B)(4). It was reported that following insertion the patient experienced scar tissue, leakage, adhesions, urinary incontinence and urinary retention.

Event description:
Details: it was reported that following insertion the patient experienced scar tissue, leakage, adhesions, urinary incontinence and urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced inability to empty bladder, hesitancy, and urinary tract infection.

Event description:
It was reported that following insertion the patient experienced inability to empty bladder, hesitancy, and urinary tract infection.

Manufacturer narrative:
The patient underwent mesh implantation with a concurrent vaginal hysterectomy. The patient experienced pain, vaginal scarring and urinary and bowel problems. (B)(4).